Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a frayed cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the distal end/clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding frayed cable was confirmed by failure analysis. Fields g5 and g7 are not applicable.